Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in non-calcified first diagonal of the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres the balloon ruptured. The device was removed and the procedure was completed with another of same 2.0 x 12 emerge balloon catheter. There were no patient complications reported.